Event description:
Patient placed a freestyle libre 14 day sensor on her arm. Later that day she had a red circular rash appear where the sensor had been placed. She removed the sensor and the rash went away after a few days. Dose or amount: 1 df, frequency: every 14 days, route: transdermal. Diagnosis or reason for use: type 1 diabetes. Is the product over-the-counter? Yes. Event abated after use stopped or dose reduced? Yes.